Event description:
Caller reported a cgm error 42 related to the g7sensor. Blood glucose level remained unaffected. Technical support provided guidance for a complete pump reset, leading to the resolution of the issue with a successful start of the sensor session.